Event description:
Customer called to report the insulin pump had a blank display after the battery was changed. Blood glucose reading was 500 mg/dl. The customer stated that the doctor changed out the battery cap but the blank display persisted. Customer had been treating with manual injections. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).